Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold, increased impedance, and a drop in sensing were observed during follow-up. Chest x-ray revealed no visible changes in location. The lead was repositioned. The patient did not experience any symptoms and was fine after the procedure.